Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A review of the provided image associated with this event was performed by an isi clinical development engineer (cde). Per the cde, with the image and description provided they were unable to confirm the occurrence of any arcing, and it was unclear how the issue was resolved by replacing the monopolar cautery cable. They advised to request that the site send these instruments along with their cautery cables to isi for further investigation by the failure analysis team.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, while activating the monopolar curved scissors, the tissue grasped by the maryland bipolar forceps instrument was slightly cauterized. The issue seemed to subside when the monopolar cable was replaced. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the site for additional information, and the following was received: the instruments and accessories were inspected prior to use, and no damage or anything out of the ordinary was observed. There was no damage to the instrument or accessory noted after the event. The cannula was inspected with a pin gauge prior to use. Arcing was not observed. No contact with other instruments or tools was observed during the procedure. It was unknown which type of energy was activated when this event occurred. The instruments were connected properly (e.g. Monopolar cord to monopolar instrument and bipolar cord to bipolar instrument). The type of electrosurgical unit used was an erbe dv vio; the energy settings used were unknown. It was unknown how long the instrument was in use prior to the event. The instrument tips did not collide with any other instrument or tool during the procedure. At the time of the event, both the monopolar curved scissors (mcs) and the maryland bipolar forceps instruments were in contact with tissue. The instrument tips did not touch any staples, clips, or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio-debris) prior to activating the instrument. It was unknown if a grounding pad was in use or if it appeared to have any issues or defects. The mcs tip cover accessory appeared to be properly installed during the surgical procedure, and no part of the orange surface was visible after it was installed. The tip cover accessory was not installed beyond the orange surface. It was unknown if the installation tool was used. No electrolube or other lubricant was applied to the mcs instrument prior to the tip cover installation. There was no damage noted to the tip cover accessory. When the monopolar cable was replaced, the issue was reduced a little. No medical interventions were performed to treat the tissue that was slightly cauterized by the maryland bipolar forceps instrument as a result of this event. No tissue was excised. The patient is currently doing well, with no issues. Field b1 was updated to product problem. Field h1 was updated to malfunction.